Event description:
Customer reported that he was hospitalized due to high blood glucose and dka. Customer stated that he had air bubbles in the reservoir and that is causing high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2012-85070.